Manufacturer narrative:
The insulin pump was received with numbers counting up then blank display due to cold solder joint of on mother board. The insulin pump was unable to verify back light anomaly due to blank display. The insulin pump had a cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer heard a loud tone that lasted about 5 seconds follow from the insulin pump followed by a blank display. Customer's blood glucose level at the time 180mg/dl. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.